Event description:
It was reported that a spectrum pump had low audio. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of low audio was confirmed through observation. The cause was found to be a failed speaker. The rear case (including failed speaker) was replaced.